Event description:
Ous MDR - this lead was capped and replaced 5 days after implant due to exit block. The implant and event dates do not make sense so they were left off of this report.

Manufacturer narrative:
On (B)(6) 2018 we received the device evaluation and were also notified by the manufacture that this file should not have been reported in the us. The file was opened in error. The lead was not returned for analysis. The analysis is therefore based on the returned pacemaker and the existing production documents of the lead. The manufacturing process of the lead was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. After it was received, the pacemaker underwent a status interrogation, and the memory content was analyzed. The analysis of the memory content showed proper device behavior. In a next step, the pacemaker was visually inspected, and the connection system was examined. The screws and the spring elements of the lead connections were free of defects. Leads inserted as a test could be contacted with easy passage, low-ohm values, and reliably. The hole dimensions were all within the dimensions defined in the standard. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. In addition, a long-term pacing test was performed. The pacing function did not show any anomalies during this test. The device did not exhibit any restriction of its capability to provide therapy. In summary, the pacemaker was without defects during the analysis and within specifications both in regard to the connection system and the electronics. The review of the production documents of the lead confirmed a regular device production. There was no material defect or manufacturing error.